Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 28037b, reader sn (b)()4). Repeat cue covid-19 tests performed on (B)(6) 2023 provided a negative results. Customer tested negative on (B)(6) 2023 with two quickvue rapid antigen tests and two ihealth antigen tests. On (B)(6) 2023, customer tested negative with two quickvue rapid antigen tests. Customer had no symptoms or known exposures. Cartridges were stored within the validated temperature range.